Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a gynecological procedure for a conization, the blue tip melted. There were blue particles on the pt's tissue which were all removed by the surgeon. There was no pt injury.